Manufacturer narrative:
Customer returned meter. Test strips were not returned. The complaint was not confirmed and no new issues were observed. All results were within range and no errors were observed during control solution testing. One of the freestyle freedom glucose results as reported by the customer was identified in the meter internal log.

Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of 425 mg/dl and 67 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.